Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the clip on the air bubble detect sensor broke. The device was not changed out as they zip-tied the sensor closed and finished the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The complaint was confirmed by the field service representative (fsr). The fsr replaced the latch and the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.